Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. A review of the downloaded data log did not find any errors related to the customer complaint. Because the functional testing failed due to a defective motor assembly, the reported event of no vibration was confirmed. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 03/18/2016 to claim no vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.